Event description:
It was reported that the lead helix could not be extended after several successful extensions and retractions. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : the full lead, in segments, was returned and analyzed. The helix was disengaged from the helical channel; the helix will not extend due to being over retracted. Blood/body fluid was present on the distal conductor and on the outer tubing overlay. The outer tubing overlay was breached cut.